Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. The customer declined to troubleshoot this issue with tandem technical support. Additionally, it was reported that an occlusion alarm occurred. Reportedly, a supply change was performed resolving the occlusion. Customer's blood glucose level was 200-300 mg/dl.